Event description:
Explanting physician reported ruptured this relates to the left side. The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported ruptured. Affected side is unknown.the device was explanted.